Event description:
Litigation alleges the patient suffered left hip pain, a sensation of left hip clunking or grinding, significantly elevated chromium levels, significantly elevated cobalt levels, impaired mobility, inflammation, a leg length discrepancy, cognitive decline, numbness in her left upper extremity, vertigo, lethargy, fatigue, disturbed sleep, weight loss, upset stomach, a general malaise, surgical scarring and psycho-emotional dysfunction as a result of a left total hip arthroplasty of the resurfacing type using asr hip implant products. Revision surgery was required.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.